Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following her treatment. When she opened the cassette door she found fluid leaking from the cassette. The patient was advised to contact her pd nurse, the set was not made available for evaluation. During follow up the patient's pd nurse it was reported that the patient did not have any signs of infection. She was not prescribed any antibiotics. She has switched to hemodialysis due to unrelated condition. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.